Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-02539. It was reported that balloon rupture occurred. Vascular access was obtained via femoral artery utilizing an antegrade approach. The 100% stenosed target lesion was located in the severely calcified anterior tibial artery. After a sheath was inserted, a guide wire was crossed to the lesion. Subsequently, a 1.5mm x 20mm x 142cm coyote¿ es balloon catheter was advanced for dilation. However, on the second inflation at 5 atmospheres for 8 seconds, the balloon ruptured due to severe calcification. The device was completely removed from the patient and the device was exchanged to another 1.5mm x 20mm x 142cm coyote¿ es balloon catheter. However, on the first inflation at 6 atmospheres for 10 seconds, the second balloon also ruptured. The device was completely removed from the patient. The procedure was completed with dilatation of an nc coyote balloon catheter. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote es balloon catheter. There was blood in the guidewire lumen. The balloon was loosely folded. The shaft was kinked 38cm from the strain relief and the distal tip was damaged. Microscopic examination of the balloon revealed no damage. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, a stream of water emitted from the balloon wall. The balloon was microscopically examined and a pinhole in the balloon wall on the distal edge of the markerband was revealed. Microscopic examination presented no irregularities in the balloon material that could have contributed to the damage. Microscopic examination presented no damage or irregularities in the markerband. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-02539. It was reported that balloon rupture occurred. Vascular access was obtained via femoral artery utilizing an antegrade approach. The 100% stenosed target lesion was located in the severely calcified anterior tibial artery. After a sheath was inserted, a guide wire was crossed to the lesion. Subsequently, a 1.5mm x 20mm x 142cm coyote¿ es balloon catheter was advanced for dilation. However, on the second inflation at 5 atmospheres for 8 seconds, the balloon ruptured due to severe calcification. The device was completely removed from the patient and the device was exchanged to another 1.5mm x 20mm x 142cm coyote¿ es balloon catheter. However, on the first inflation at 6 atmospheres for 10 seconds, the second balloon also ruptured. The device was completely removed from the patient. The procedure was completed with dilatation of an nc coyote balloon catheter. No patient complications were reported and patient's status was good.